Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. Additional information obtained indicated no damage was observed during prep. Additional intervention was required to remove the device. The wire was removed from the body with a micro-catheter. Device appeared damaged upon removal from patient but in one piece. Relevant test lab data: no tests/laboratory data was available. Other relevant history: no information was available. Implant and explant dates: the implant or explant dates are not applicable to this device. Visual and microscopic inspection was performed on the returned device. The distal coil was observed to be stretched to approximately 175 mm in length. As a result, the core wire at the distal coil was exposed. The core wire was observed to be broken. The portion of core wire that extended past the sensor housing was measured to be approximately 17 mm in length. The remaining portion of the core wire was still attached to the distal tip. Although broken, the core wire at the distal coil appeared to be entirely present. The distal coil was stretched and the core wire was broken. Attempts to remove the wire after it was caught in the vessel due to the spasm likely strained the distal coil and led to the stretching. It is not possible to conclusively determine when and how the damage at the distal coil occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis..

Event description:
It was reported the wire was planned to be used for ffr measurement of lcx. After crossing the lesion a spasm occurred and then the wire could not be moved. A micro-catheter was used for removal of the wire and could get rid the wire from the body. The ffr procedure was aborted. The procedure was for diagnostic purposes. There was no patient injury and no medical or surgical intervention was performed. The patient was in the hospital in "stable" condition at the time reported. This event is being reported because additional intervention, use of a micro-catheter, was required to remove the device and the patient had yet to be released from hospital at the time the manufacturer was notified of the event.